Manufacturer narrative:
Citation: jacquemyn et al. Late outcomes after transcatheter aortic valve implantation with balloon-versus self-expandable valves: m eta-analysis of reconstructed time-to-event data. Cardiol clin aug;42(3):373-387 2024. 10.1016/j.ccl.2024.02.017. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a meta-analysis of late outcomes after transcatheter aortic valve implantation (tavi) with balloon-expandable versus self-expandable bioprosthetic valves. The meta-analysis included 26 clinical studies with a total of 44,258 patients. Multiple manufacturer¿s devices were implanted in the studies; per the authors, nearly all of the self-expandable valve were a medtronic corevalve, evolut r, evolut pro or evolut pro+ bioprosthetic valve. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, adverse events included: stroke and arrhythmia requiring permanent pacemaker implant. Among all patients, malfunctions included: structural valve dysfunction, gradients over 20 mmhg, moderate to severe paravalvular leak (pvl). No further information was provided pertaining to medtronic products.